Event description:
It was reported that when an asymptomatic patient presented to the clinic after receiving a patient notification alert, non-sustained rv oversensing issue was observed on the device. Upon review of the session records, patient had intermittent loss of ventricular pacing and upon real time captures issue high, out or range, high capture threshold was observed. Programming changes were made. Patient was stable and will be monitored closely.